Event description:
A review of service data detected a reportable event. Upon service investigation of electrode belt sn (B)(4), the electrode belt trunk cable connector was found to be cracked. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon service investigation the trunk cable connector was damaged. The root cause of the damaged connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged electrode belt connector. The last pt to use the device did not report any deficiencies.